Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a luer lock syringe. The luer tip of the syringe broke off inside the female luer connector of the IV tubing set while the syringe was connected to a syringe pump for delivery of the drug cisatracurium to a ventilator dependant patient. The interruption in the delivery of the drug allowed the patient to wake up unexpectedly, and required medical intervention to prevent patient injury. Additionally, the product is not specifically designed or indicated for use in syringe pumps. At this point it is not known if th use of the syringe in this manner contributed to the breakage of the luer tip.